Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed a burned distal- end cap which was most likely attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a burned distal-end cap. There were no reports of patient involvement.